Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
Total shoulder arthroplasty was performed for a patient with osteoarthritis of right shoulder. The tendency of dislocation of the humeral nail was observed on one week post-op. Manual reduction was performed for workaround on that day and revision surgery was performed on 2 days later. The doctor commented it was thought that dislocation occurred because the humeral stem was implanted in a state where the anteversion angle of it was wider than expected.

Event description:
Total shoulder arthroplasty was performed for a patient with osteoarthritis of right shoulder. The tendency of dislocation of the humeral nail was observed on one week post-op. Manual reduction was performed for workaround on that day and revision surgery was performed on 2 days later. The doctor commented it was thought that dislocation occurred because the humeral stem was implanted in a state where the anteversion angle of it was wider than expected.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.